Event description:
Unomedical reference number (B)(4). Event occurred in the united arab emirates on (B)(6) 2024, the patient reported an event of the infusion set cannula bent. The infusion set had been used for 2 days. The insertion site was at the abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.